Event description:
It was reported that after completing a cardiac ablation procedure with qdot micro¿ catheter, the patient experienced an effusion/perforation, and the patient was transferred to the operating room. After finishing the ablation, the physician was about to remove the catheter when they noticed an effusion on ice (intracardiac echocardiography). The physician suspected the posterior wall was perforated during transseptal. The perforated posterior wall and the pericardial effusion were discovered and confirmed by visualization on ice. The patient was taken to the operating room, and their status is unknown. A ngen generator, carto 3 system, qdot micro catheter, pentaray nav eco catheter, and soundstar catheter were used during the procedure the catheters are not available for return. The physician¿s opinion on the cause of this adverse event was perforation potentially caused by transeptal. The outcome of the adverse event was improved. Three catheter exchanges occurred during the procedure. One transseptal puncture sites were performed during the procedure. The number of performed rf (radiofrequency) ablations was 66 within the pulmonary veins. No ablations were performed outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31563468l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).